Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt was receiving rib stimulation from her scs system. The physician decided the lead was too wide, and replaced the lead with a lead that is thinner on (B)(6) 2011.